Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon inflation the balloon ruptured. The device was completely removed and a same size non-bsc balloon catheter was used and completed the procedure. No patient complications nor injuries were reported.